Manufacturer narrative:
Analysis of the lead (lead 3778-60 1x8, serial #(B)(4)) found its conductors broken at titan anchor site. All conductor circuits were broken 20.8 cm from the distal end at or near titan anchor. Outer insulation was pinched, stylet coil was crushed. Anchor marks were observed on the outer insulation 19 cm form the distal end. There were open circuits and no shorts between circuits.

Event description:
It was reported that the lead had been explanted one day prior to the report due to high impedance. Impedance testing and reprogramming were performed as diagnostics/troubleshooting. Patient status at time of this report was alive with no injury. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.